Event description:
Customer reported that the insulin pump alarmed button error after being exposed to water at the beach. Customer stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 460 mg/dl and was able to treat. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a broken reservoir tube lip. No moisture damage was noted on the electronic assembly or motor.